Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9: device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-july-25. H.6 investigation summary: bd received 5 samples each from lot #'s 3016631, 3074271, 3074272 , and 2132096. No samples were received for lot #'s 3074273, 3074274 and 2347074. No photos were provided. It is unknown if lot # 2132096 was being reported as a defective. Follow up was performed to confirm, but no response was provided. Return sample testing: the customer samples were visually inspected with no issues being identified. They were then tested for additive quantity and all samples were within specification. Retention sample testing: 100 retentions from lots 3016631, 3074271, 3074272, 2132096, 3074273, 3074274, and 90 from lot 2347074 were visually inspected with no issues being identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was an issue with samples clotting. The following information was provided by the initial reporter: customer states k2edta tubes are demonstrating an increase in clotted specimens. When is the clotting seen? In hematology at time of draw? No when sample is in lab? Yes if in lab: are the samples run on an instrument? Yes. If so what instrument? Sysmex. Were erroneous results reported? No, caught by flags on platelets, tubes checked for clots.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3074272; d4. Medical device expiration date: 31-jul-2024; h4. Device manufacture date: 15-mar-2023; d4. Medical device lot #: 3074273; d4. Medical device expiration date: 31-jul-2024; h4. Device manufacture date: 15-mar-2023; d4. Medical device lot #: 3074274; d4. Medical device expiration date: 31-jul-2024 h4. Device manufacture date: 15-mar-2023 d4. Medical device lot #: 2347074; d4. Medical device expiration date: 30-apr-2024; h4. Device manufacture date: 13-dec-2022; d4. Medical device lot #: 3016631; d4. Medical device expiration date: 31-may-2024; h4. Device manufacture date: 16-jan-2023; d4. Medical device lot #: 3074271; d4. Medical device expiration date: 31-jul-2024; h4. Device manufacture date: 15-mar-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was an issue with samples clotting. The following information was provided by the initial reporter: customer states k2edta tubes are demonstrating an increase in clotted specimens when is the clotting seen? In hematology at time of draw? No when sample is in lab? Yes if in lab: are the samples run on an instrument? Yes. If so what instrument? Sysmex. Were erroneous results reported? No, caught by flags on platelets, tubes checked for clots.